Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: synfix evolution/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: most relevant imdrf annex g code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) from a european spine tango registry between may 10, 2017 and december 12, 2023, with a total of 82 patients (44 males, 38 females, mean age 52.1 years) who were operated with synfix evolution implants. The following complications have been identified: intraoperative complications: 2 patients had dural lesion. Postoperative complication before discharge: 2 patients had pulmonary complications. Postoperative complication at less than 28 days follow-up: 1 patient had sensory dysfunction. 1 patient had other complication. Reasons for reoperations at postoperative follow-up: 2 patients had reoperation due to hardware removal. 2 patients had reoperation due to non-union. 1 patient had reoperation due to instability. 1 patient had reoperation due to failure to reach therapeutic goals. 2 patients had reoperation due to implant failure. 2 patients had reoperation due to adjacent segment pathology. 1 patient had reoperation due to spinal imbalance. 1 patient had reoperation due to implant malposition. 1 patient had reoperation due to wound healing problem. 5 patients had reoperation due to an unknown reason. This is for unknown depuy spine synfix evolution implants. This is report 2 of 3 for (B)(4).